Event description:
Approximately 3 months after completion of the therapy the pt reported a hernia repair operation. The pt reports that the hernia occurred during one of the sessions. Therapist states that no report was made during the course of therapy, except for one report of left upper quadrant discomfort in which pressure was decreased in order to relieve discomfort. Surgery to repair hernia was performed.